Event description:
Reporting status: malfunction. Reporting rationale: balloon rupture is likely to cause or contribute to patient injury. Device issue: balloon rupture. It was reported that the lesion was in the mid rca with mild tortuosity, mild calcification and 100% stenosis. The lesion was pre-dilatated with a 1.5 mm voyager balloon catheter and the 3.0 x 15 mm voyager rx balloon was advanced to the lesion; however, the balloon ruptured at 10 atm when inflated for the first time. No additional event or patient information is available.

Manufacturer narrative:
Results and conclusion summation - product performance engineering determined that factors that can contribute to balloon rupture include, but are not limited to, balloon damage during manufacturing, interaction with other devices, patient anatomy, lesion calcification, or lesion tortuosity. It was reported that the lesion was mildly tortuous, mildly calcified, and 100% stenosed, which could have contributed to the balloon rupture. Without the device to examine, a thorough analysis could not be performed and no determination can be made as to the root cause of the reported discrepancy.